Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a revision surgery was performed to remove creo fixation hardware. During the removal, a driver fracturing while attempting to remove the left s1 locking cap. No further attempts to remove the locking cap were reported. Since the s1 screw was identified to be loose and needed to be extracted, the screw was removed along with the locking cap. The implant was reported to be scrapped in japan. The products are within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, d2, d4, g4, g6, h2, h6, h10.

Event description:
It was reported that a creo screw had to be removed because it was loose. This event occurred in japan.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo screw had to be removed because it was loose. This event occurred in japan.